Event description:
The lead was capped on (B)(6) 2011 due to r waves on this lead were at 1.4. The procedure took place at (B)(6) health systems. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).